Event description:
It was reported that at a time of maintenance the ht50 ventilator push rod was bent and it generated a clattering noise. There was no patient involvement. The serial number of the ventilator was not provided therefore the device manufacture date is unknown.

Manufacturer narrative:
A piston rod was returned to covidien/medtronic¿s product analysis. A visual inspection found the piston rod was bent and the hole diameter where the piston rod passes through the bushing was large. An investigation was performed and the product analysis technician reported that the reported issue was verified and the root cause of the hole diameter being larger could not be determined. If information is provided in the future, a supplemental report will be issued.